Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: f1903.

Event description:
It was reported by customer that pleurx valve detach from its tubing while instilling saline with tpa. Email from customer: "I had a pleurx valve detach from its tubing today while instilling saline with tpa. Not sure if tubing defective as the device was only placed into patient in january" "I was using a lockable drain line to which I had attached a stopcock. All pleurx equipment I don¿t think I have the lot number but can try to find it. " customer will try and locate lot number. Catheter had been placed in (B)(6) 2024. Response received on 03/29/2024: unfortunately I don¿t have the specific lot number. I could provide a list of the last few as I do keep the stickers. I did not take photo . But patient required or to remove catheter and undergo decortication. Response 2 received on 04/01/2024: where is the catheter located? Abdomen or chest chest catheter. Was there any damage noticed on catheter valve? Not damaged. Was the clamp open when valve disconnected from the catheter? Catheter clamp was open when I attempted to flush. How was the issue resolved? Patient required or for decortication and catheter removal.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: in relation to disconnected - catheter valve from catheter issue reported. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Based on additional information received on 04/17, the catheter removal is due to catheter occlusion. The removal of the catheter is not due to disconnected valve from the catheter. Disconnected - catheter valve from catheter issue reported as a malfunction MDR. H3 other text : see manufacture narration.

Event description:
It was reported by customer that pleurx valve detach from its tubing while instilling saline with tpa. Verbatim#: email from customer: "I had a pleurx valve detach from its tubing today while instilling saline with tpa. Not sure if tubing defective as the device was only placed into patient in (B)(6)" "I was using a lockable drain line to which I had attached a stopcock. All pleurx equipment I don¿t think I have the lot number but can try to find it. " customer will try and locate lot number. Catheter had been placed in (B)(6) 2024. Response received on 03/29/2024: unfortunately I don¿t have the specific lot number. I could provide a list of the last few as I do keep the stickers. I did not take photo . But patient required or to remove catheter and undergo decortication. There are no samples and thus nothing to return. Response 2 received on 04/01/2024: where is the catheter located? Abdomen or chest - chest catheter. Was there any damage noticed on catheter valve?- not damaged. Was the clamp open when valve disconnected from the catheter? - catheter clamp was open when I attempted to flush. How was the issue resolved?- patient required or for decortication and catheter removal. Response 3: please clarify the reason for the catheter removal. Catheter occlusion. Why did health care professional removed the catheter instead of valve replacement procedure? Catheter occlusion. Was the removal of the catheter being due to disconnected valve from the catheter? No. Was the catheter removed due to no longer required to the patient? Catheter occluded. Patient required vats.

Event description:
It was reported by customer that pleurx valve detach from its tubing while instilling saline with tpa. Verbatim#: email from customer: "I had a pleurx valve detach from its tubing today while instilling saline with tpa. Not sure if tubing defective as the device was only placed into patient in january" "I was using a lockable drain line to which I had attached a stopcock. All pleurx equipment I don¿t think I have the lot number but can try to find it. " customer will try and locate lot number. Catheter had been placed in january 2024 response received on 03/29/2024: unfortunately I don¿t have the specific lot number. I could provide a list of the last few as I do keep the stickers. I did not take photo . But patient required or to remove catheter and undergo decortication. There are no samples and thus nothing to return response 2 received on 04/01/2024: - where is the catheter located? Abdomen or chest - chest catheter. - was there any damage noticed on catheter valve?- not damaged. - was the clamp open when valve disconnected from the catheter? - catheter clamp was open when I attempted to flush. - how was the issue resolved?- patient required or for decortication and catheter removal response 3: - please clarify the reason for the catheter removal. Catheter occlusion - why did health care professional removed the catheter instead of valve replacement procedure? Catheter occlusion - was the removal of the catheter being due to disconnected valve from the catheter? No - was the catheter removed due to no longer required to the patient? Catheter occluded. Patient required vats

Manufacturer narrative:
Pr (B)(4)follow-up emdr for device evaluation - occluded no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Based on additional information received on 04/17, the catheter removal is due to catheter occlusion. The removal of the catheter is not due to disconnected valve from the catheter. Occluded issue reported as a both adverse event and product problem. H3 other text : see manufacture narration